Event description:
It was reported that the patient presented for in-clinic follow up unable to connect the implantable cardiac monitor to the the programmer via bluetooth telemetry. No interventions were made. There were no patient consequences.